Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, non calcified lesion exhibiting 100% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. Pre dilation was not performed. Post dilation was not performed. The device did not pass through a previously deployed stent. Resistance was encountered advancing the device, excessive force was used during delivery. It was reported that there was difficulty passing the lesion and that stent deformation occurred in vivo during positioning. Resistance was noted when pulling back the device and upon inspection, it was found that the stent was bent. The procedure was complete using a non medtronic device. The patient is alive with no injury.

Manufacturer narrative:
Device evaluation summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident from the 29th to the 38th distal stent wraps with struts bunched. The 1st distal stent strut appeared to have expanded. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.